Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the customer's blood glucose level of 260 mg/dl and it was addressed by changing the cartridge as well as administering a bolus.